Event description:
It was reported that detachment occurred. The 99% stenosed target lesion was located in the mildly tortuous and moderately calcified superficial femoral artery. A 6f guidezilla ii pv long guide extension catheter was introduced inside the patient. During the withdrawal it was noted that the tip part with the collar had separated from the catheter in the y-connector. A balloon catheter was used to removed the device to complete the procedure. No patient complications were reported. The physician thought the guidezilla had gotten caught in the connector but also noted that the device had not been pulled strongly before this occurred.

Manufacturer narrative:
The device was returned for evaluation. The distal shaft was microscopically and visually inspected. Visual inspection revealed that the distal shaft is separated from the collar. Microscopic inspection revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that detachment occurred. The 99% stenosed target lesion was located in the mildly tortuous and moderately calcified superficial femoral artery. A 6f guidezilla ii pv long guide extension catheter was introduced inside the patient. During the withdrawal it was noted that the tip part with the collar had separated from the catheter in the y-connector. A balloon catheter was used to removed the device to complete the procedure. No patient complications were reported. The physician thought the guidezilla had gotten caught in the connector but also noted that the device had not been pulled strongly before this occurred.